Event description:
Today, I realized that dexcom only replaced 2 of the 3 sensors that failed my son. Since switching to the dexcom g7, my son has had at least 5 sensors fail on him and about 4 of them fall off from his arm. Recently, my son had two sensors fall off due to sweating and 1 he had to take off due a failure. The sensor actually said "sensor failure replace sensor". I called dexcom and they said that he has gone over the max number of sensor replacements. This has never happened before. Since starting with the new g7 sensor, my son, chase, has dealt with many sensor failures and several sensors falling off. The new g7 requires the insertion point to be your arm. This has caused a problem for my son for two reasons. First of all, he is not used to it being on his arm since he normally wears it on his upper flank. Second of all, he lifts weights and works out so he is quite lean on his arms. We have never been told that we can ask for the doctor to advise that he wear it on his upper flank. He has struggled to keep the sensors on his arms. In addition to the issues with the dexcom on his arm, he has had many sensor failures. Additionally, dexcom did not inform us that there were extra sensor overpatches. With the g6, they provided really good overpatches for the dexcom. They thickness around the sensor was about 3/4 of an inch covering the patch that was attached to the g6 so it covered much mroe surface area to hold the sensor on the skin. The new overpatches for the g7 are in the insertion device for the g7. These have been difficult to remove from the device, they do not cover much surface are around the sensor, nor do they did not have extras from what we were told. When I called a week ago, I was advised that I could order extra overpatches and we have yet to receive those so I am not sure if they will provide any extra support for keeping the sensors on my son. I called dexcom tonight and they refused to replace one of the sensors (they did replace 2 sensors). When I asked how he will manage for 10 days without a sensor, there was a very cold response stating that he needs to finger stick. Do they realize that a finger stick does not wake you up at night with a low? I find this extremely unacceptable that dexcom allows people to become reliant on the technology and then not replace the sensors when they fall off and fail. I understand that they undoubtedly deal with people being untrue about their devices falling off. However, I do not call often and it seems like when I do they fall off or fail in clusters. I know that the sensor failures for the g7 have been an issue. This is a condition which affects the lives of those with type one diabetes-24 hours a day 7 days a week. There is not break from this for them! How can a company that is there to serve these citizens not have compassion nor employees that live with this condition and understand what it is like to have to manage this every day? I am wondering what your department is doing to protect citizens that live with type one diabetes every day. Thank you so much for your time. (B)(6). (B)(6) 2024. Reference reports: mw5158038, mw5158040.